Manufacturer narrative:
Tf5507 was reproduced during the check. Hospital replaced the o2 and air valves as a trial, but tf occurred again. After the replacement of the sensor board, problem was solved.

Event description:
Hamilton medical ag received the following incident description: a hospital technician discovered this during an operational check. Tf5507 occurred.

Event description:
Hamilton medical ag received the following incident description: a hospital technician discovered this during an operational check. Tf5507 occurred.

Manufacturer narrative:
Tf5507 was reproduced during the check. Hospital replaced the o2 and air valves as a trial, but tf occurred again. After the replacement of the sensor board, problem was solved. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-g5; version / model / catalog number: 159003) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.